Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. Evidence of use was present throughout the device. Adhesive residue was adhered to the winged hub and extension tubing. Tactile evaluation of the catheter revealed it to preferentially kink at the 1 and 2 cm depth markers. The catheter tubing appeared to be compressed between the 2 to 5 cm depth markers. The sample was flushed with water using a 12 ml syringe and a leak was observed near the 2 cm depth marker. Microscopic observation of the leak location revealed a circumferential split. The split is partially formed along the kinked crease at the 2 cm depth marker. Material wrinkling and whitening is present along the crease edges. The split surface is rough and granular. A similar crease is located along the 1 cm depth marker; however, a split was not formed. The catheter was cut near the split location in order to measure the wall thickness. The catheter wall thickness was found to be within manufacturing specification. The catheter was slightly deformed in the surrounding regions. The characteristics of the split and surrounding catheter region suggests material fatigue caused by repeated kinking of the catheter likely contributed to the reported event. The product instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of redr2670 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient attended infusional services, PICC examined with an obvious fracture at 2cms. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2670 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient attended infusional services, PICC examined with an obvious fracture at 2cms. No other information was provided.